Event description:
A polaris loop ureteral stent was going to be used during an ureteroscopy procedure in 2008. According to the complainant, during preparation, the polaris loop was cut in half. It should be noted that there was no external damage to the package. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.